Event description:
The customer reported to customer service that the power supply for her breast pump does not work and when trying to use the pump with the battery pack, sparks were coming from the pump. No injuries were reported.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, she indicated that she was trying to use the pump with the power supply and it would not work so she used the battery pack, which worked fine. Her husband was trying to make it work with the power supply, plugged it in and saw sparks coming from the faceplate area of the pump where the power supply connects. After, the pump would not work with the battery pack either. She also indicated that no injuries were sustained as a result of the issue and that she would return the pump, power supply and battery pack. As of the date of this report, the product has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.